Event description:
The customer alleged they received questionable creatinine plus ver. 2 (crep) result on their c501 analyzer. The customer provided data for 52 patients, of which there were 12 patients with discrepant results that were reported outside the laboratory. The repeat results came from another c501 analyzer, serial number (B)(4). The first patient's initial crep result was 0.31 mg/dl. The repeat result was 1.02 mg/dl. The second patient's initial crep result was 0.29 mg/dl. The repeat result was 1.05 mg/dl. The sample was then tested on the customer's blood gas analyzer and the result was 1.15, units of measure not provided. The third patient's initial crep result was 0.80 mg/dl. The repeat result was 2.33 mg/dl. The sample was repeated on the initial c501 analyzer after it was calibrated and the result was 0.71 mg/dl. The sample was then tested on the customer's blood gas analyzer and the result was 2.55, units of measure not provided. The fourth patient's initial crep result was 0.24 mg/dl. The repeat result was 0.93 mg/dl. The fifth patient's initial crep result was 0.82 mg/dl. The repeat result was 1.22 mg/dl. The sixth patient's initial crep result was 0.57 mg/dl. The repeat result was 0.94 mg/dl. The seventh patient's initial crep result was 0.75 mg/dl. The repeat result was 1.02 mg/dl. The eighth patient's initial crep result was 0.84 mg/dl. The repeat result was 1.99 mg/dl. On (B)(6) 2012, the ninth patient's initial crep result was 0.75 mg/dl. The repeat result was 1.17 mg/dl. On (B)(6) 2012, the tenth patient's initial crep result was 1.02 mg/dl. The repeat result was 1.28 mg/dl. On (B)(6) 2012, the eleventh patient's initial crep result was 0.78 mg/dl. The repeat result was 1.39 mg/dl. On (B)(6) 2012, the twelfth patient's initial crep result was 0.22 mg/dl. The repeat result was 0.90 mg/dl. The repeat results were considered correct. There were no adverse events. The crep reagent lot number was 66687201 and the expiration date was 03/31/2013. The field service representative found misadjusted fluid levels on the cuvette rinse arm assembly. He adjusted the cuvette rinse arm fluidics. The customer performed calibration and quality control that was within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.